Event description:
It was reported that there was a malfunction during pre-use checkout resulting in loss of oxygen therapy. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.